Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels ranging between 200-300mg/dl. Due to the elevated bg level, the customer went to the emergency room (ER). While in the ER, the customer received fluids delivered intravenously. The customer suspected the elevated bg levels may have been caused by a leaking luer lock connection; however, this could not be confirmed by the customer. The customer left the ER feeling better and with a bg level between 100-150mg/dl.